Event description:
It was reported to philips by a customer that the unit's nav-ring is not working. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the caller reported the unit's nav ring failure and needs to be replaced. Further information is pending.

Manufacturer narrative:
Upon further investigation, the following information was received indicating that the reported issue occurred during the unit¿s preventive maintenance. Therefore, this complaint no longer meets reportability requirements.